Event description:
As initially reported to customer relations: a 35-year-old female patient underwent a pacemaker lead extraction procedure in which the lead extraction needle's eye femoral snare and workstation, g26517, was used. The patient had the pacemaker implanted at the age of 11-years-old. The extraction procedure was a complete success. It was noted that there was a lot of calcification and blood clot mass in the aorta. Post-procedure a paracardial effusion was noted. The patient required a window for evacuation of fluid. The blood clot mass in the aorta was removed using a competitor's device. After the removal of the mass the physician noted a dissection/tear at the svc right atrial junction. After the blood clot mass was removed the dissection was surgically repaired. Physicians report to the cook medical district manager post procedure noted the patient was doing well.

Manufacturer narrative:
Blank fields on this form indicated the information is unknown, unchanged, or unavailable. The event is currently under investigation. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available or upon completion of investigation. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As initially reported to customer relations: a 35-year-old female patient underwent a pacemaker lead extraction procedure in which the lead extraction needle's eye femoral snare and workstation, g26517, was used. The patient had the pacemaker implanted at the age of 11-years-old. The extraction procedure was a complete success. It was noted that there was a lot of calcification and blood clot mass in the aorta. Post-procedure a paracardial effusion was noted. The patient required a window for evacuation of fluid. The blood clot mass in the aorta was removed using a competitor's device. After the removal of the mass the physician noted a dissection/tear at the svc right atrial junction. After the blood clot mass was removed the dissection was surgically repaired. Physicians report to the cook medical district manager post procedure noted the patient was doing well.

Manufacturer narrative:
D4 - UDI: the UDI information per 21cfr 803.52(c)(4) and 21 cfr 803.50(b) that is required is reasonably unknown due to the device itself was discarded/not returned for investigation after manufacturer requested for the return and the lot of the device was unknown. The device was not returned for the complaint; therefore, a physical investigation could not be performed, and the customer's complaint is acknowledged, but could not be confirmed, other than by the customer's testimony. The complaint/event that was entered and reported within trackwise: "paracardial effusion noted after procedure." The device history record (DHR) was unable to be viewed due to the lot number specific to this complaint was unknown. This complaint mode is being monitored, tracked and trended per the cvi post market surveillance and complaint handling processes. A risk assessment will be performed and documented in the complaint summary tab in trackwise. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.